Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited low out-of-range pace impedance of less than 200 ohms on the non-boston scientific right ventricular (rv) lead resulting in a lead safety switch (lss). In the unipolar configuration, the rv lead exhibited myopotential noise and far-field oversensing. Additionally, there was some brief pacing inhibition noted. The patient is somewhat pacemaker dependent with a few intermittent r-waves. This product remains in service. No adverse patient effects were reported.